Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A patient reported blood glucose of "18.0 and 12.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. Replacing meter and control solution.